Event description:
It was reported during a coiling case, the physician attempted to deploy the coil inside the aneurysm. The power supply signaled detachment, though when the physician began to remove the pusherwire from the aneurysm, he noticed under fluoroscopy that the coil had not detached. An attempt was made to "re-deploy" the coil into the aneurysm, but while doing this, one loop of the distal coil came out of the aneurysm. The physician decided at that point to remove the coil completely. Reportedly, when the physician retracted approx two thirds of the coil length back into the microcatheter, the coil suddenly detached within the microcatheter. The physician made an effort to pull back the microcatheter into the guiding catheter which was placed in the carotid artery. When the microcatheter tip reached the guiding catheter the coil was flushed out of the microcatheter into a very small distal branch of the middle cerebral artery (mca). The pt developed a minor thrombosis. The thrombosis was treated with local medication. After the procedure, the pt presented minor problems with speech and also with the movement of his right hand. Upon hospital discharge, the pt was "almost normal".

Manufacturer narrative:
.